Event description:
It was reported that the patient experienced two episodes of withdrawal symptoms; (B)(6) 2011. There were no pump alarms. The logs were reviewed and were normal. Per reporter, the patient's wife found the patient in a fetal position on the floor. The patient experienced pain in the left side of their back which radiated to the left side of the lower abdomen. The patient was admitted to the ER for suspected kidney stone. A CT scan was performed on (B)(6) 2011; results were negative. On the (B)(6), the patient went to the ER. It was believed that the patient was experiencing withdrawal. The patient was given oral clonidine and IV dilaudid. A dye study was performed on (B)(6) 2011. The hcp was able to aspirate and flush without issue. The fluid aspirated was clear. The dye study showed no evidence of disruption. It was indicated that two days after the dye study the "pain was completely gone". There had been no adjustment to the patient's drug. Hcp believed there may have been some kind of blockage that they couldn't see, that had been flushed out with the dye study. The patient has been doing fine since recovering two days after the dye study. A refill was done on (B)(6) 2012. The pump was delivering fentanyl, clonidine and bupivacaine.

Manufacturer narrative:
Catheter: model 8709, lot# j10906r22, implanted: 2001 (B)(6), explanted: unk.